Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10. The DHR review was performed. During the review a leak failure was identified. The defective component d990-00-1178 pneumatic module assy, rohs was reinstalled by replacing components im assembly and manifold assembly , no non-conformities were observed.

Event description:
It was reported that during an installation of a brand new cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the stm noted that the helium fill regulator was above specification and not within normal range. Normal range is between 250 and 300 mmhg. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
The getinge stm that encountered the issue adjusted the helium fill regulator, and completed the installation. The fse then performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during an installation of a brand new cardiosave intra-aortic balloon pump (iabp) performed by a getinge service territory manager (stm), the stm noted that the helium fill regulator was above specification and not within normal range. Normal range is between 250 and 300 mmhg. There was no patient involvement, and no adverse event reported.